Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Blood glucose was not impacted. The customer applied more pressure to the wake button to address the issue.